Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged at the reservoir compartment. Customer's blood glucose was 185 mg/dl at the time of incident. Troubleshooting found that a piece of plastic is missing and the rubber seal is exposed at the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. No further details given.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, a missing reservoir tube o-ring and cracked battery tube threads.